Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("bloody discharge that persists over time") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: intrauterine contraceptive device for contraception. The only concomitant product mentioned was antidepressants. On (B)(6) 2014, the patient had essure inserted. In 2020 she experienced device expulsion ("one of the essure is in the uterine cavity"). On (B)(6) 2022 she underwent tooth extraction ("extraction of 8 teeth"). An unknown time later she experienced genital haemorrhage (seriousness criterion medically important), dizziness ("dizziness / dizziness that appears at any time of the da"), fatigue ("very severe fatigue"), disturbance in attention ("unable to concentrate or even manage physiologically and psychologicall"), hemiparaesthesia ("my left side freezes / my whole left arm freezes"), headache ("headaches occur / repeated headaches"), insomnia ("sleep difficulties"), cervical radiculopathy ("cervical neuralgia"), intervertebral disc protrusion ("herniated disc"), nerve compression ("the nerve that passes all the way to my little finger (the last two fingers) compresses which makes my arm weak"), hemiparesis ("the nerve that passes all the way to my little finger (the last two fingers) compresses which makes my arm weak / my whole left side becomes weak"), paraesthesia ("tingling in my fingertips"), musculoskeletal pain ("joint and muscle pain"), sciatica ("several sciatica, problem of blocked lumbar when it is not the cervical, the lumbar is difficult to strengthen") and periodontal disease ("periodontal problem"). The patient was treated with corticosteroid nos. At the time of the report, the dizziness had not resolved. The outcomes for genital haemorrhage, device expulsion, fatigue, disturbance in attention, hemiparaesthesia, headache, insomnia, cervical radiculopathy, intervertebral disc protrusion, nerve compression, hemiparesis, paraesthesia, musculoskeletal pain, sciatica, periodontal disease and tooth extraction were unknown. No causality assessment was received for essure with regard to device expulsion, dizziness, fatigue, disturbance in attention, hemiparaesthesia, headache, insomnia, cervical radiculopathy, intervertebral disc protrusion, nerve compression, hemiparesis, paraesthesia, musculoskeletal pain, genital haemorrhage, sciatica, periodontal disease or tooth extraction. The reporter commented: insertion of the essure type implants on their guide with 5 turns of the coil on the left and 4 turns of the coil on the right. Events occurrence period about 2 years from the date of this report. As a side note: "ah if a result makes me look crazy by trying to give me antidepressants telling me it was psychological... And yet I have medical evidence including exams, and physio sessions every week... It's much easier to stick this kind of medicine that makes a person worse than to find the real reasons for all these facts that only got worse, I have just been fired for physical incapacity due to all these facts for more than a year, forbidden from carrying heavy loads, repetitive actions, handling... But nothing changes, I'm still tired, I still feel dizzy and still have the same physical and physiological problems. Physiotherapist whom I see every week for my cervical and my lumbar I have an appointment scheduled for december for a second medical opinion on a possible operation for my cervical disc herniation. Diagnostic results (normal ranges are provided in parenthesis if available): [electromyogram] (date unknown): perfect electromyogram [magnetic resonance imaging] (dates unknown): magnetic resonance imaging (MRI) herniated disc and a cerebral MRI (nothing) and cervical MRI (left cervical disc herniation) [smear test] on (B)(6) 2014: absence of intraepithelial or malignant lesion. Good epithelial growth. Junction area selected for the sample. No dysplastic cell or malignant tumour [spinal x-ray] (date unknown): spine too straight [ultrasound pelvis] on (B)(6) 2022: uterus: anteverted and anteflexed, myometrium: absence of asymmetry of the uterine walls. An essureimplant is visible on the left. Positioning is satisfactory, the implant is visualized crossing the utero-tubal junction. No essure implant is visible on the left. (Probably at the level of the uterine cavity). Endometrium: seen in its entire length, right ovary: normal volume and normal echostructure, left ovary: normal volume and normal echostructure the lateral pouches are clear. There is no effusion visualized at the level of the pouch of douglas. There's no ascites based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-nov-2022. The most recent information was received on 30-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("bloody discharge that persists over time") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: intrauterine contraceptive device for contraception. The only concomitant product mentioned was antidepressants. On (B)(6) 2014, the patient had essure inserted. In 2020 she experienced device expulsion ("one of the essure is in the uterine cavity"). On (B)(6) 2022 she underwent tooth extraction ("extraction of 8 teeth"). An unknown time later she experienced genital haemorrhage (seriousness criterion medically important), dizziness ("dizziness / dizziness that appears at any time of the da"), fatigue ("very severe fatigue"), disturbance in attention ("unable to concentrate or even manage physiologically and psychologicall"), hemiparaesthesia ("my left side freezes / my whole left arm freezes"), headache ("headaches occur / repeated headaches"), insomnia ("sleep difficulties"), cervical radiculopathy ("cervical neuralgia"), intervertebral disc protrusion ("herniated disc"), nerve compression ("the nerve that passes all the way to my little finger (the last two fingers) compresses which makes my arm weak"), hemiparesis ("the nerve that passes all the way to my little finger (the last two fingers) compresses which makes my arm weak / my whole left side becomes weak"), paraesthesia ("tingling in my fingertips"), musculoskeletal pain ("joint and muscle pain"), sciatica ("several sciatica, problem of blocked lumbar when it is not the cervical, the lumbar is difficult to strengthen") and periodontal disease ("periodontal problem"). The patient was treated with corticosteroid nos. At the time of the report, the dizziness had not resolved. The outcomes for genital haemorrhage, device expulsion, fatigue, disturbance in attention, hemiparaesthesia, headache, insomnia, cervical radiculopathy, intervertebral disc protrusion, nerve compression, hemiparesis, paraesthesia, musculoskeletal pain, sciatica, periodontal disease and tooth extraction were unknown. No causality assessment was received for essure with regard to device expulsion, dizziness, fatigue, disturbance in attention, hemiparaesthesia, headache, insomnia, cervical radiculopathy, intervertebral disc protrusion, nerve compression, hemiparesis, paraesthesia, musculoskeletal pain, genital haemorrhage, sciatica, periodontal disease or tooth extraction. The reporter commented: insertion of the essure type implants on their guide with 5 turns of the coil on the left and 4 turns of the coil on the right. Events occurrence period about 2 years from the date of this report. As a side note: "ah if a result makes me look crazy by trying to give me antidepressants telling me it was psychological. And yet I have medical evidence including exams, and physio sessions every week. It's much easier to stick this kind of medicine that makes a person worse than to find the real reasons for all these facts that only got worse, I have just been fired for physical incapacity due to all these facts for more than a year, forbidden from carrying heavy loads, repetitive actions, handling... But nothing changes, I'm still tired, I still feel dizzy and still have the same physical and physiological problems. Physiotherapist whom I see every week for my cervical and my lumbar I have an appointment scheduled for december for a second medical opinion on a possible operation for my cervical disc herniation. Diagnostic results (normal ranges are provided in parenthesis if available): [electromyogram] (date unknown): perfect electromyogram [magnetic resonance imaging] (dates unknown): magnetic resonance imaging (MRI) herniated disc and a cerebral MRI (nothing) and cervical MRI (left cervical disc herniation) [smear test] on (B)(6) 2014: absence of intraepithelial or malignant lesion. Good epithelial growth. Junction area selected for the sample. No dysplastic cell or malignant tumour [spinal x-ray] (date unknown): spine too straight [ultrasound pelvis] on (B)(6) 2022: uterus: anteverted and anteflexed, myometrium: absence of asymmetry of the uterine walls. An essureimplant is visible on the left. Positioning is satisfactory, the implant is visualized crossing the utero-tubal junction. No essure implant is visible on the left. (Probably at the level of the uterine cavity). Endometrium: seen in its entire length, right ovary: normal volume and normal echostructure, left ovary: normal volume and normal echostructure the lateral pouches are clear. There is no effusion visualized at the level of the pouch of douglas. There's no ascites. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number:(B)(4)) on 24-nov-2022. The most recent information was received on 08-mar-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("bloody discharge that persists over time") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of tooth disorder. Previously administered products included: intrauterine contraceptive device for contraception. Concurrent conditions were listed as dizziness, tooth disorder, dizziness, menometrorrhagia, pelvic pain female, menometrorrhagia, carpal tunnel release, muscle tightness, weight loss, dyspnea, balance difficulty, dental disorder nos, visual discomfort, neck pain, cervicobrachialgia, abnormal sensation of limbs and menometrorrhagia. The only concomitant product mentioned was antidepressants. On (B)(6) 2014, the patient had essure inserted. In 2020 she experienced device expulsion ("one of the essure is in the uterine cavity / left essure not visible at the level of the tube. Probably in the uterine cavity"). On (B)(6) 2022 she underwent tooth extraction ("extraction of 8 teeth"). Essure was removed on (B)(6) 2023. On unknown date she experienced genital haemorrhage (seriousness criterion intervention required), dizziness ("dizziness / dizziness that appears at any time of the da"), fatigue ("very severe fatigue"), disturbance in attention ("unable to concentrate or even manage physiologically and psychologicall"), hemiparaesthesia ("my left side freezes / my whole left arm freezes"), headache ("headaches occur / repeated headaches"), insomnia ("sleep difficulties"), cervical radiculopathy ("cervical neuralgia"), intervertebral disc protrusion ("herniated disc"), nerve compression ("the nerve that passes all the way to my little finger (the last two fingers) compresses which makes my arm weak"), hemiparesis ("the nerve that passes all the way to my little finger (the last two fingers) compresses which makes my arm weak / my whole left side becomes weak"), paraesthesia ("tingling in my fingertips"), arthralgia ("joint and muscle pain"), sciatica ("several sciatica, problem of blocked lumbar when it is not the cervical, the lumbar is difficult to strengthen"), periodontal disease ("periodontal problem"), general physical health deterioration ("my health has deteriorated because of your so-called miraculous product") and anxiety ("anxiety"). The patient was treated with corticosteroid nos as well as surgery (total hysterectomy and bilateral salpingectomy by laparoscopy). At the time of the report, the dizziness had not resolved. The outcomes for genital haemorrhage, device expulsion, fatigue, disturbance in attention, hemiparaesthesia, headache, insomnia, cervical radiculopathy, intervertebral disc protrusion, nerve compression, hemiparesis, paraesthesia, arthralgia, sciatica, periodontal disease, tooth extraction, general physical health deterioration and anxiety were unknown. The reporter considered general physical health deterioration to be related to essure administration. No causality assessment was received for essure with regard to device expulsion, dizziness, fatigue, disturbance in attention, hemiparaesthesia, headache, insomnia, cervical radiculopathy, intervertebral disc protrusion, nerve compression, hemiparesis, paraesthesia, arthralgia, genital haemorrhage, sciatica, periodontal disease, tooth extraction or anxiety. The reporter commented: insertion of the essure type implants on their guide with 5 turns of the coil on the left and 4 turns of the coil on the right. Events occurrence period about 2 years from the date of this report. As a side note: "ah if a result makes me look crazy by trying to give me antidepressants telling me it was psychological... And yet I have medical evidence including exams, and physio sessions every week... It's much easier to stick this kind of medicine that makes a person worse than to find the real reasons for all these facts that only got worse, I have just been fired for physical incapacity due to all these facts for more than a year, forbidden from carrying heavy loads, repetitive actions, handling... But nothing changes, I'm still tired, I still feel dizzy and still have the same physical and physiological problems. Physiotherapist whom I see every week for my cervical and my lumbar I have an appointment scheduled for december for a second medical opinion on a possible operation for my cervical disc herniation. Diagnostic results (normal ranges are provided in parenthesis if available): [electromyogram] (date unknown): perfect electromyogram [hysteroscopy] on (B)(6) 2023: performed on suspicion of the presence of an essure in the uterus, which revealed "a partially calcified essure in the uterine cavity". [Magnetic resonance imaging] on (B)(6) 2023: pelvic MRI within normal limits, with the presence of an ovarian cystic image with a hemorrhagic left luteal appearance. No visualization of the essure device in the left fallopian tube; (dates unknown): magnetic resonance imaging (MRI) herniated disc and a cerebral MRI (nothing) and cervical MRI (left cervical disc herniation) [smear test] on (B)(6) 2014: absence of intraepithelial or malignant lesion. Good epithelial growth. Junction area selected for the sample. No dysplastic cell or malignant tumor [spinal x-ray] (date unknown): spine too straight [ultrasound pelvis] on (B)(6) 2022: uterus: anteverted and anteflexed, myometrium: absence of asymmetry of the uterine walls. An essure implant is visible on the left. Positioning is satisfactory, the implant is visualized crossing the utero-tubal junction. No essure implant is visible on the left. (Probably at the level of the uterine cavity). Endometrium: seen in its entire length, right ovary: normal volume and normal echostructure, left ovary: normal volume and normal echostructure the lateral pouches are clear. There is no effusion visualized at the level of the pouch of douglas. There's no ascites; on (B)(6) 2023: the uterus was normal in size, location and appearance. Right essure: intratubal too distal. Left essure: intracavitary into an s shape, non-perforating. Physiological effusion in the pouch of dougla. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-mar-2024: upon receipt of follow up cases were (B)(4) found to be duplicate of each other. Therefore case (B)(4) needs to mark for deletion. All events (general physical health deterioration), source documents, references are transferred to retention case. Legacy device number (2951250-2023-00435). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-nov-2022. The most recent information was received on 05-aug-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("bloody discharge that persists over time") in a 43-year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of abdominal pain, difficulty in walking, menses irregular, depressive syndrome, parity 3 (born in 2000, 2003 and 2009)), smoker (smoker (15 cigarettes daily)) and tooth disorder. Previously administered products included: intrauterine contraceptive device for contraception and deroxat. Concurrent conditions were listed as anxious mood, visual disturbances, dyspnea, muscle weakness upper limb, swallowing difficult, vasovagal attack, nausea, regurgitation, dysphagia, heartburn, dizziness, tooth disorder, dizziness, menometrorrhagia, pelvic pain female, menometrorrhagia, carpal tunnel release, muscle tightness, weight loss, dyspnea, balance difficulty, dental disorder nos, visual discomfort, neck pain, cervicobrachialgia, abnormal sensation of limbs and menometrorrhagia. The only concomitant product mentioned was antidepressants. On (B)(6) 2014, the patient had essure inserted. In 2020 she experienced device expulsion ("one of the essure is in the uterine cavity / left essure not visible at the level of the tube. Probably in the uterine cavity"). On (B)(6) 2022 she underwent tooth extraction ("extraction of 8 teeth"). On unknown date she experienced genital haemorrhage (seriousness criterion intervention required), dizziness ("dizziness / dizziness that appears at any time of the da"), fatigue ("very severe fatigue"), disturbance in attention ("unable to concentrate or even manage physiologically and psychologicall"), hemiparaesthesia ("my left side freezes / my whole left arm freezes"), headache ("headaches occur / repeated headaches"), insomnia ("sleep difficulties"), cervical radiculopathy ("cervical neuralgia"), intervertebral disc protrusion ("herniated disc"), nerve compression ("the nerve that passes all the way to my little finger (the last two fingers) compresses which makes my arm weak"), hemiparesis ("the nerve that passes all the way to my little finger (the last two fingers) compresses which makes my arm weak / my whole left side becomes weak"), paraesthesia ("tingling in my fingertips"), arthralgia ("joint and muscle pain"), sciatica ("several sciatica, problem of blocked lumbar when it is not the cervical, the lumbar is difficult to strengthen"), periodontal disease ("periodontal problem"), general physical health deterioration ("my health has deteriorated because of your so-called miraculous product"), anxiety ("anxiety"), tooth abscess ("dental abscesses"), dyspareunia ("she reported lack of lubrication during intercourse") and libido decreased ("decrease in her libido"). The patient was treated with corticosteroid nos, seroplex (escitalopram oxalate), seresta (oxazepam), doliprane (paracetamol) and pantoprazole (pantoprazole sodium sesquihydrate) as well as surgery (total hysterectomy and bilateral salpingectomy by laparoscopy). Essure was removed on (B)(6) 2023 at the time of the report, the dizziness, fatigue and tooth abscess were resolving. The outcomes for genital haemorrhage, device expulsion, disturbance in attention, hemiparaesthesia, headache, insomnia, cervical radiculopathy, intervertebral disc protrusion, nerve compression, hemiparesis, paraesthesia, arthralgia, sciatica, periodontal disease, tooth extraction, general physical health deterioration, anxiety, dyspareunia and libido decreased were unknown. The reporter considered general physical health deterioration to be related to essure administration. No causality assessment was received for essure with regard to device expulsion, dizziness, fatigue, disturbance in attention, hemiparaesthesia, headache, insomnia, cervical radiculopathy, intervertebral disc protrusion, nerve compression, hemiparesis, paraesthesia, arthralgia, genital haemorrhage, sciatica, periodontal disease, tooth extraction, anxiety, tooth abscess, dyspareunia or libido decreased. The reporter commented: insertion of the essure type implants on their guide with 5 turns of the coil on the left and 4 turns of the coil on the right. Events occurrence period about 2 years from the date of this report. As a side note: "ah if a result makes me look crazy by trying to give me antidepressants telling me it was psychological... And yet I have medical evidence including exams, and physio sessions every week... It's much easier to stick this kind of medicine that makes a person worse than to find the real reasons for all these facts that only got worse, I have just been fired for physical incapacity due to all these facts for more than a year, forbidden from carrying heavy loads, repetitive actions, handling... But nothing changes, I'm still tired, I still feel dizzy and still have the same physical and physiological problems. Physiotherapist whom I see every week for my cervical and my lumbar I have an appointment scheduled for december for a second medical opinion on a possible operation for my cervical disc herniation. There was no displacement of the essure. The patient suffered from adenomyosis, which was a condition that can entirely explain painful and heavy periods and publication did not show link between adenomyosis and the presence of essure. The different symptoms appeared between 4 and 7 years after the insertion of essure, except for fatigue and menstrual cycle disturbances. The various extra-genital symptoms presented by the patient all had a medical explanation. In terms of gynecology, the irregular cycles, heavy periods, and pain are entirely explained by the gynecological condition of adenomyosis presented. There was no direct and certain link between the extra-genital and genital pathologies presented by the patient and essure insertion. She reported lack of lubrication during intercourse and a decrease in her libido. According to the patient, the hysterectomy resolved the gynecological problems and reduced fatigue, dizziness, and dental abscesses. Diagnostic results (normal ranges are provided in parenthesis if available): [electromyogram] (date unknown): perfect electromyogram [hysteroscopy] on (B)(6) 2023: performed on suspicion of the presence of an essure in the uterus, which revealed "a partially calcified essure in the uterine cavity" [magnetic resonance imaging] on (B)(6) 2022: 'filling of the left c7-d1 foramen with filling that appeared distal and could explain compression of the left cb root'; on (B)(6) 2022: he patient underwent a left c7-d1 cervical foraminal infiltration to relieve radiculalgia. However, no improvement.; on (B)(6) 2023: pelvic MRI within normal limits, with the presence of an ovarian cystic image with a hemorrhagic left luteal appearance. No visualization of the essure device in the left fallopian tube and within normal limits, with the presence of an ovarian cystic image with a hemorrhagic left luteal appearance. No visualization of the essure device in the left fallopian tube; (dates unknown): magnetic resonance imaging (MRI) herniated disc and a cerebral MRI (nothing) and cervical MRI (left cervical disc herniation) [pathology test] on (B)(6) 2023: operative specimen showed a 58g uterus with lesions of uterine adenomyosis without signs of malignancy. There are bilateral paratubal cysts in the adnexa. Both essure devices are visualized in the uterine lumen and in the right horn. The postoperative course was uneventful. [Smear test] on (B)(6) 2014: absence of intraepithelial or malignant lesion. Good epithelial growth. Junction area selected for the sample. No dysplastic cell or malignant tumour [spinal x-ray] (date unknown): spine too straight. [Ultrasound pelvis] on (B)(6) 2022: uterus: anteverted and anteflexed, myometrium: absence of asymmetry of the uterine walls. An essure implant is visible on the left. Positioning is satisfactory, the implant is visualized crossing the utero-tubal junction. No essure implant is visible on the left. (Probably at the level of the uterine cavity). Endometrium: seen in its entire length, right ovary: normal volume and normal echostructure, left ovary: normal volume and normal echostructure the lateral pouches are clear. There is no effusion visualized at the level of the pouch of douglas. There's no ascites and this examination revealed an incorrectly positioned essure device in the uterine cavity. Uterus anteverted, myometrium: usual appearance right essure visible. Left essure not visible at the level of the tube. Probably in the uterine cavity. Right and left ovary: no cystic image. No effusion".; on (B)(6) 2023: the uterus was normal in size, location and appearance. Right essure: intratubal too distal. Left essure: intracavitary into an s shape, non-perforating. Physiological effusion in the pouch of dougla and "the uterus was normal in size, location and appearance. Right essure: intratubal too distal. Left essure: intracavitary into an s shape, non-perforating. Physiological effusion in the pouch of douglas. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-aug-2024: medical record received. New events dyspareunia, dental abscesses & decrease in her were added. Medical history, historical drugs, treatment drugs were added. Lab data updated. Reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.